Event description:
Pentax medical was made aware of a complaint which occurred in the united states with the description of "no video image" involving pentax medical colonoscope model ec38-i10l, serial number (B)(4). The event was reported to occur in the operating room, before use. There was no report of death, serious injury or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on 10-aug-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to duplicate the customer complaint and documented the following inspection findings: umbilical cable bump at pve side, passed dry leak test, passed wet leak test, hole in # 1 remote control button cover. Insertion tube polyurethane damaged at segment side under the root brace, passed wet leak test, lightguide prong cover glass set loose, suction tube resistance, passed dry leak test, umbilical cable crack at root brace, umbilical cable bump at pve side, fluid invasion in pve connector, fluid invasion not observed in control body, pve electrical connector frame mild corrosion, distal body chip at channel opening at thinnest part. The device underwent repairs including the following components: o-rings and seals, insertion flex tube, distal end assy with tubes, bending rubber, adjusting collar, pcb for ccd drive pb-free, electrical connector assy, suction channel lg, light guide cable, segment staycoil assy pb-free. Model ec38-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 26-aug-2021, a device history record(DHR) review for model ec38-i10l, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 06-mar-2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 09-mar-2015. The endoscope is awaiting repair and approved by final qc as of 03-sep-2021.

Manufacturer narrative:
This model is classified as import for export. We do have similar model ec38-i10cl-us available in the united states with a 510k number k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.